Event description:
A 46-yr-old pt undewent a bam in 1985 with silicone gel breast implantation at another facility. The pt had implants removed due to subcapsular contractures. Gross exam: the left is ruptured, exuding massive amounts of stringy, sticky, gelantinous material. There was no evidence of such material on the inner surface of the capsule. The right implant was intact.